Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : the device is not expected to be returned for evaluation.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of 300 mg/dl. As the glucose levels could not be lowered, the customer went to the emergency room where he received saline solution as treatment. The glucose levels started to drop to 50 mg/dl two hours later and the customer received a soft drink as treatment. Back at home, the customer changed the cartridge, tubing and cannula. At the time the event was reported, the customer was in a good condition.